Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician's office reported that this was not one of their patients.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and spinal tumors. It was reported that the patient thought the ins had flipped. The patient stated the ins was not recharging and the stimulation had stopped at the end of the previous week. It was reported the patient tried recharging today and the charging screen said it was done charging after 2 minutes but the stimulation would not turn on. The last time the ins was recharged was 3 weeks ago. The patient also stated the patient programmer (pp) was not working and it would not communicate with or without the antenna and they were seeing the poor communication screen. A replacement pp was sent. No further complications were reported/expected.